Event description:
During an in clinic follow up, noise resulting in oversensing and low pacing impedance was observed on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. Diagnostic imaging was also performed and no anomalies were observed. The patient was stable and will continue being monitored.